Event description:
The subject device was returned to olympus with a report that error code b30 (scope communication error) was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported b30 error, and found it was due to corrosion of the electrical contacts in the video connector, and damage to the image pickup unit. In addition, service found the video connector was broken due to an external factor. The adhesive part of the objective lens had peeled off, and the adhesive in the bending section was scratched and chipped. The angulation lock was loose. Several of the device components demonstrated scratches due to external factors. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported b30 endoscope communication error. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to (a) a failure of the internal circuit board of video the connector, (b) a defect in the image sensor unit, or (c) a system failure. Olympus will continue to monitor field performance for this device.